Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing at maximum output, due to a dislodgement. A revision procedure was performed and the lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.